Event description:
The customer reported the device fails defib test, slow to charge for delivery in ac power mode only.

Manufacturer narrative:
(B)(4). The customer reported the device fails defib test, slow to charge for delivery in ac power mode only. The philips (B)(4) confirmed that the device failed the defib test taking too long to charge in dc power mode only. This condition could impact the delivery of therapy. This was reported as a testing failure; there was no report of patient involvement. The philips (B)(4) resolved this issue by replacing the power pca and the power supply. We are considering this a malfunction. We cannot determine the exact cause since multiple parts were replaced.